Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit declared an unknown 10xx error. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 13may2019. The customer was provided with replacement part information. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.